Event description:
According to the reporter: the port of the catheter was broken on the 5th day after the operation. The patient was operated again and a new chemosite was implanted.

Manufacturer narrative:
(B)(4)